Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device fell down on the ground during unpacking. A 7.0x40x75cm express ld vascular was selected for use. During unpacking, the device became stuck in the packaging and the device was pulled hard. The packaging slipped out of the customer's hands and fell to the ground. The device which was halfway out of the packaging became unsterile. The procedure was completed successfully with another of the same device. There were no patient complications and the patient was stable post procedure.